Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test and the distribution node (dn) to rear te cable was pulled from strain relief. There was a broken solder joint connecting the rear pulse wires inside the distribution node (dn). The cause of the broken joint was the pulled cable. The cause of the test failure and reported alarms was the broken solder connection. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that it was causing "add gel" messages in the absence of a prior gel release.